Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm and a failed battery alarm. Advised customer to disconnect from the insulin pump to clear the alarm. Customer also states that they are unable to rewind the insulin pump. The blood glucose reading is 289 mg/dl. The insulin pump will be replaced. Nothing further reported.